Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Customer gave a correction bolus and manual injection via the pump to address bg level. The customer declined further assistance from tandem technical support regarding the issue and reverted to an alternate method of insulin therapy. No additional patient or event information was available.